Manufacturer narrative:
A ge service rep performed an over the phone investigation. The connectors were reseated by the customer during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is not report of injury or death associated with this event.